Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that their aligners feel uncomfortable, they are irritating the side of their tongue. They can feel the sharp, jagged edge of the aligner. Aligners fit appears with in normal limits. Provided comfort tips and requested patient to follow up.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.